Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported by the customer for this event, there is insufficient air/water insufflation. There is no reported harm to any patient. The insufficient insufflation is indicative of a possibility of there being foreign material clogged in the device. The confirmation of the reportable issue of foreign material clogged in the device is not yet available. This medwatch is being submitted for the possibility of foreign material being clogged in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later stated that once the field service engineer fse) cleaned the a/w nozzle at the distal end. The device was ready for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was bot returned the root cause of the reported event is unable to be determined. Therefore, no problem was found. Olympus will continue to monitor field performance for this device.